Manufacturer narrative:
Investigation conclusion the customer reported the probe has a hole in the distal part, which does not allow its correct operation for enteral nutrition. There was no reported harm to the patient. This reported issue occurred with product 8884730741, ped-tbe 6fr;20in wgt w/stylet, lot number 182260936, manufactured on 21-aug-2018. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Lot and failure mode trending was reviewed and no related adverse trends were identified. The reported device was not returned for evaluation; however, a video was submitted for evaluation. Visual inspection of the video confirmed the reported product issue as a leak was identified at the tube adapter. An investigation was initiated in sep-2018, after the reported product was manufactured, to determine the root cause of this confirmed product issue and corrective action(s) were implemented to prevent recurrence. Additional action is not necessary at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the probe has a hole in the distal part, which does not allow its correct operation for enteral nutrition. There was no harm to the patient.